Event description:
The hospital reported an error during a case resulting in a loss of mechanical ventilation. There was no patient injury reported.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensor tubing was replaced to resolve the issue. No patient information received to date after attempts on 10/28/2021, 11/03/2021, and 11/05/2021. Unique identifier: (B)(4). Legal manufacturer: (B)(4).